Manufacturer narrative:
Patient¿s identifier, date of birth and weight are not provided for reporting. This report is for unknown quantity of unknown 2.7mm variable angle (va) locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for 2.7mm variable angle (va) locking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery on (B)(6) 2017 for open reduction internal fixation (orif) for a left ankle fibula fracture. Patient was implanted with one (1) 2.7mm (va-lcp) variable angle-locking compression plate lateral distal fibula-4 hole-left and unknown quantity and length of 2.7mm variable angle (va) locking screws. During the procedure, as the surgeon was implanting the va locking screws through the plate and into the patient¿s fibula bone, it was reported that the surgeon was having some trouble with the screws not locking down onto the plate for fixation. It is unknown what quantity, length and screw hole position on the plate of each screw would not lock. Surgeon chose to leave these screw plate holes empty. Surgeon did implant enough locking screws for adequate fracture compression and fixation. Surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant devices reported: 2.7mm va-lcp lateral distal fibula plate/4 holes/left (part # 02.118.403, lot # unknown, quantity # 1). This report is for unknown quantity of unknown 2.7mm variable angle (va) locking screws. This is report 1 of 1 for complaint (B)(4).